Manufacturer narrative:
Unique identifier (UDI): the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23august2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device ¿ 1 year. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2017, for low flow alarms related to hypovolemia. On (B)(6) 2017, an echocardiogram was performed and showed an organized thrombus in the left ventricular apex. The thrombus was not found on previous echocardiogram images that were obtained on (B)(6) 2017. The patient was started on a heparin drip to treat the thrombus. A repeat echocardiogram was performed on (B)(6) 2018, which showed no thrombus. Heparin was discontinued and the patient was discharged home on an unspecified date. No additional information was provided.